Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. It was reported that the patient had been to the hospital twice in the same week as onset for unreported indications. It was not reported if the patient was hospitalized for the peritonitis event. No further detail was provided regarding the treatment for or the outcome of the peritonitis or whether dianeal therapy was ongoing. No additional information is available.